Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient called his son who is a doctor, he reported that he felt terrible and he was incoherent. His son called and asked their neighbor to go to patient´s house and the neighbor called 911. Paramedics came and treated the patient with glucose injection. The patient declined to be admitted to the hospital. He took more apple juice and glucose and recovered. At an unspecified time of the event the patient took a blood glucose reading which was 180 mg/dl and the cgm reading was 110 mg/dl; could not be confirmed if it was after treatment. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.